Manufacturer narrative:
Medical products and therapy date detail of product: item number unknown, item name head ceramic 32 xl, lot# unknown. Item number unknown, item name stem hip schaft 7), lot # unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Item and lot numbers unknown.

Event description:
It was reported that patient underwent revision surgery due to loosening.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6; correction: b4, g4, g7, h10. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available at zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Complaint history: a complaint history review, including part and lot specific investigation, could not be performed as the item number is unknown. Review of event description: it was reported that patient was implanted a total hip prosthesis on unknown date and was revised on (B)(6) 2019 due to implant loosening. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check could not be performed as there is no item# and lot# reported. DHR review could not be performed since no lot number was available. Conclusion summary: it was reported that patient was revised on (B)(6) 2019 due to implant loosening. In vivo time of the device is unknown. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.